Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. One black piece was disengaged from the side of the instrument. The piece was not received. No other visual abnormalities were observed. The articulation knob functioned properly. The knob to expand the blades functioned did not function properly; the blades could not be expanded fully. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. No enhancements or improvements were generated for the reported condition. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time..

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon was using the endo retract device. During the usage, a small component dislodged from the instrument and became loose in patients abdomen. Item was found and retrieved. No time was lost during procedure. No injury was caused to patient. New device was opened and used.

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided by the account: the procedure was a laparoscopic nephrectomy. The screw located on shaft holding fans to shaft disengaged. There was no delay in surgery. The patient is home.